Event description:
The customer felt disoriented and had high blood glucose symptoms. The customer tested and received a result of "hi" at 12:10am. The customer was taken to the hospital and was admitted to the emergency roon at 1:30am. The customer was given an IV and glucose shot. At 11:30am the hospital received a result in the 500's mg./dl. A lab was performed and the result was 688mg/dl. The customer was admitted to the hospital. Controls were not run at the time of the event. A request was made for the return of the suspect device and replacement product was sent.